Event description:
It was reported that during a procedure using the saber 30 degree icw wand and atlas footswitch, the wand would not work properly. There were no significant delays, however the procedure was ultimately completed using a competitor's ablation wand. There were no pt complications reported as a result of this event.